Event description:
It was reported that the plastic was observed to be broken during a procedure. Upon evaluation at the manufacturer, pieces of the plastic latch on the handpiece end were discovered to be missing. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed. A definite root cause could not be determined. The device was scrapped at the manufacturer.